Event description:
It was reported that during angioplasty of a serious 90% stenosis at the middle cerebral artery (mca), the physician tried to place the stent deliver system (subject device) in the target lesion; however, a big resistance was felt and the sent could not be advanced post ophthalmic artery. After multiple attempts, the physician withdrew the stent (subject device) out of the patient¿s body and noted the tip of the stent was accidently deployed. Another stent system was used to complete the procedure. There were no patient clinical consequences reported.

Event description:
It was reported that during angioplasty of a serious 90% stenosis at the middle cerebral artery (mca), the physician tried to place the stent deliver system (subject device) in the target lesion; however, a big resistance was felt and the sent could not be advanced post ophthalmic artery. After multiple attempts, the physician withdrew the stent (subject device) out of the patient¿s body and noted the tip of the stent was accidently deployed. Another stent system was used to complete the procedure. There were no patient clinical consequences reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device revealed that the stent was returned in its deployed state. No anomalies were noted to the deliver catheter and the stabilizer. During functional testing, the catheter was flushed without difficulty and the stabilizer moved freely within the catheter. The distal taper tip was cut and the stabilizer was removed without difficult. No other functional testing could be performed since the stent had been already deployed, confirming the reported complaint. Based on the additional information provided, the patient¿s anatomy was tortuous and there was 90% stenosis and calcification at the target lesion. It is most likely that the anatomical factors present during the clinical procedure caused the as reported ¿nv - device difficulty engaging target vessel¿ and the ¿nv - stent deployed prematurely outside patient¿. An assignable cause of procedural factors was assigned to the as reported and as analyzed codes as the issues were associated with a product that meets stryker design and manufacture specifications and was used in according with the directions for use (dfu) but due to the procedural and/or anatomical factors during use, the product performance was limited.